Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is operating guide for the tomofix medial high tibial plate; as such it does not have a medical device classification code or 510(k). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon discovered a discrepancy between the information provided in the technique guide for tomofix medial high tibial plate (016.000.386) and the correct information on page 45. The current wrong information: sagittal angle proximal holes a, b, c (a): 4° caudally for 440.834s tomofix (standard) and 6° caudally for 440.831s tomofix (small). The correct information: sagittal angle proximal holes a, b, c (a): 10° caudally for 440.834s tomofix (standard) and 11° caudally for 440.831s tomofix (small). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosispd evaluation states that the technique guide is incorrect. The text has been corrected.